Event description:
It was reported that every time the patient had their implantable neurostimulator (ins) on while sitting in a chair, they would get an electric jolt when the patient would lean back a little. It was noted the ins was removed because of the electric jolt.

Manufacturer narrative:
(B)(4).